Manufacturer narrative:
(B)(4).

Event description:
A pt experienced withdrawal following an incident in which the pt was turned away for a refill in (B)(6). It was noted that the pt was turned away by the facility, due to not having an appointment. The pt went into a coma in (B)(6) for 13 days as a result of the withdrawal, and had suffered seizures. The pt stated their next refill had been scheduled for (B)(6). The most recent refill had occurred in (B)(6). The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.